Manufacturer narrative:
The MFR's service representative performed an on-site investigation and was unable to duplicate the reported problem. The system was tested and operates as intended.

Event description:
The customer reported that an error message displayed on the 9600 system. No pt injury was reported.